Event description:
The user facility reported that at the time of priming oxygenator with crystalloid fluid, the air bubbles were consistently seen over the membrane of the rx25 oxygenator even after priming and recirculating it for the significant time. The bubbles kept arising from the bottom of the oxy travelling to the top and eventually entering the arterial line of the circuit. However, it was observed that the bubbles were formed when the pump was stopped abruptly and with gradual reduction of the pump speed, bubbles were not to be seen. The oxygenator was not replaced, and the procedure was continued as normal. No event was reported. The event has no impact on the functioning of the oxygenator throughout the procedure. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available for analysis therefore, a detailed investigation could not be conducted because the actual sample was not returned. Ashitaka factory has experienced air inclusion in the oxygenator under the following conditions in the past: when the roller pump was suddenly stopped during priming, the pressure inside the oxygenator became negative and air was drawn through the fiber. Considering this, the simulation test using a sample from the same product code was performed as follows. Colored physiological saline solution was circulated at 4 l/min, which was the same flow rate as mentioned in the complaint, and then the roller pump was stopped suddenly. As a result, the pressure inside the oxygenator became negative (approx. 20 mmhg, which was measured at the sampling line), and air inclusion occurred. (Note: the negative pressure applied to the oxygenator when the roller pump is stopped suddenly varies depending on the circulatory conditions and circuit specifications. Review of the manufacturing record and product-release judgement record of the involved product code/lot# combination confirmed there was no indication of anomaly in them. A search of the complaint file found no other similar reports with the involved product code/lot# combination. Based on the provided additional information and the results of the simulation test, as one possible cause of this issue, it was inferred that the air was drawn in the oxygenator through the fiber due to the negative pressure generated inside the oxygenator when the roller pump was suddenly stopped. However, since the actual sample was not returned for analysis, the cause of occurrence could not be clarified. It was presumed that, when the roller pump was stopped suddenly or clamping operation was performed, though the inflow of the priming solution into the oxygenator stopped, the outflow from the oxygenator continued due to inertia, which resulted in the negative pressure inside the oxygenator. IFU states: "during recirculation, do not use pulsatile flow and do not stop the blood pump suddenly as these actions may cause gaseous emboli to enter the blood phase from the gas phase due to inertia force. Pressure in the blood phase should always be higher than that in the gas phase to prevent gaseous emboli entering the blood phase." (B)(4).